Manufacturer narrative:
A review of the manufacturing records for plc231200j/(B)(4) verified that the lot met all pre-release specifications. A review of manufacturing records for pxt261416 and pxc201200 could not be performed as lot/serial numbers for these devices were not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak. (B)(4). Additional aaa® devices included in this report: pxc201200/unk, plc231200j/unk.

Event description:
On an unknown date, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A follow-up revealed suspected distal type I endoleaks in both sides of the legs. On (B)(6) 2015, the patient was implanted with two contralateral leg components to treat the distal type I endoleaks. A follow-up revealed the aneurysm dilatation in the right common iliac artery as well as a recurrent distal type I endoleak. On (B)(6) 2015, the patient was implanted with an additional contralateral leg component, extending into the right external iliac artery to treat the recurrent distal type I endoleak. The endoleak was resolved and the patient tolerated the procedure. It was reported that an external membrane hematoma was formed around the distal end of the plc231200j, causing the aneurysm dilatation in the right common iliac artery.